Event description:
It was repored to medtronic neurosurgery that a day or two after the start of use, an exacta edms was found to be leaking out of a stopcock. It was also reported that the patient did not get an infection from the leak.

Manufacturer narrative:
The returned unit was patent. Crazing was observed on the luer connector below the needless injection site of the proximal patient stopcock. The instructions for use that accompany the device caution that only the injection site septum should be cleaned and disinfected. Exposing plastic components to alcohol or a disinfectant containing alcohol may compromise their integrity. The patient line going into the main line stopcock was disconnected from its joint. Cured adhesive was observed in and on the tubing joint. It is unknown how or when the damage occurred. The disconnection led to the product not meeting requirements for the leakage testing. A review of the manufacturing records showed no anomalies. (B)(4).